Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was located in a severly calcified left anterior descending artery. The physician advanced the taxus liberte' stent to the lesion, but could not cross. Excessive force was used in an attempt to cross the lesion. When the device was being removed, the stent dislodged from the balloon. The physician attempted to retrieve the stent with the delivery system, but was not successful. An apex balloon was used to deploy the stent. The procedure was completed by placing an add'l stent. No further pt injuries or complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.